Manufacturer narrative:
Additional narrative: correction: please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The short attachment device was evaluated and it was observed that the device failed the cutter insertion assessment. Therefore, the reported condition of heat could not be confirmed because the cutter could not be inserted. During repair it was observed that the bearings are worn out and loose and created a situation where the cutter is not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment, not allowing the cutter to pass through. The assignable root cause of this condition was determined to be component damage from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the short attachment device bearings were damaged. It was noted that the ball bearings had fallen apart, the device was missing balls, the cage was missing, a pin was missing, there was excessive damage, and the triangle symbol was missing. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cutter insertion, and temperature. It was noted in the service order that the device was ¿not working.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.